Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump is not delivering properly. Customer is using an expired insulin cartridge; advised against using expired product. No adverse event reported. Requested return of the alleged device for evaluation.